Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. E1: (B)(6).

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (mrca) with moderate calcification, moderate tortuosity and 90% stenosis. The 4.0x48mm xience skypoint stent delivery system (sds) failed to cross the lesion due the anatomy; therefore, an unspecified extension catheter was used; however, the stent failed to cross the lesion again. There was resistance with the anatomy during removal. Another two xience stents were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.